Event description:
Additional information from representative was received. When asked the cause of impedance >20000 was determined and whether it had been resolved, rep stated that patient need to order a recharging belt and device was working correctly now. Information had been confirmed with physician. No further complication and no symptoms were reported.

Manufacturer narrative:
Concomitant medical products: product ID 97754 serial# (B)(4) product type recharger . Product ID 37791 serial# unknown product type recharger. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 97754, serial#: (B)(4), product type: recharger. Product ID: 37791, serial#: unknown, product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient who was implanted with a neurostimulator (ins) for spinal pain and post lumbar laminectomy syndrome. It was reported that there was poor coupling with recharging. The caller stated that the implantable neurostimulator recharger (insr) boxes are all white. The caller reported that it has progressively gotten worse. The caller stated that his mother was getting all 8 boxes and now it has just kept getting worse to where she has no boxes lighting up. The actions that were taken prior to call where the patient had tried repositioning the antenna multiple times, they had turned the antenna dial, and that they had also done antenna locate (al) where they only get 38 as the highest number. None of this troubleshooting had resolved the issue. The caller declined to troubleshoot on the call. No ins pocket concerns were mentioned as a possible reason for the recharging concerns. A replacement recharger antenna would be sent. The caller stated that his mother has had a fall, but she fell on her face not on the ins. The caller stated that his mother had been having trouble since before the fall. Patient services reviewed the importance of antenna placement and how the number of efficiency bars will affect recharge time. An email was sent to repair to replace the insr antenna. On december 26, additional information from consumer was received. The caller reported that they replaced the insr antenna, but they still can¿t get the implant to charge. Patient services reviewed that since a fall was mentioned during the last call, the next step would be to follow up with the doctor. No symptoms were reported. No further complications were anticipated/reported. "2019" -dec-27 (B)(4) (rep): additional information from representative was received. Rep stated that patient experienced recharging issues, and previous fall was noted. It was noted the report of impedance was >20,000. The consumer was with patient and healthcare provider (hcp) to do further troubleshooting. It was mentioned the fall around thanksgiving was a known activity that prompt this issue. It was stated impedance was tested and impedance results were reported as 1.5 showed 8-11 and 15 combos >20,000. Patient could not tolerate taking impedance at 3v, another combo showed 600-700s. They were getting therapy and reviewed if anything needed to change in the future to avoid using anything with 8-11 and 15. It was confirmed no shorts on impedance check and no programming changes needed today. Additional information later date from consumer was received. They stated patient last charged 2 weeks ago and currently had charged in her ins. They reset the ins clock with the nvision, patient was currently using group b 3.6v. It was noted patient was unable to charge. Prior the call, patient received new ins recharger antenna previously. It was reviewed reposition antenna screen. They reported the antenna, but no hand showed up repeatedly on the insr. It was noted reposition antenna did not resolve the issue. It was mentioned patient could communicate with another external device as patient programmer. It was reviewed .5 hours charge time, 2-day interval, 6 coupling bars average, and 42% use percentage, and last recharge showed 12/23/2018 and 75% but observations show to charge sooner, to check the ins clock and position trend suspect. A replacement recharger would be sent. It was noted recharger would not interrogate. No further complication and no symptoms were reported.